Manufacturer narrative:
Exact date unknown, event occurred after implant procedure on (B)(6) 2019. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 5145643.

Event description:
It was reported that the patient was not getting the desired therapy due to lead migration. The patient underwent an explant procedure. The explanted leads were discarded.